Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2022-00144: a facility reported that during an unspecified surgery, when clamping the head, the locking screw on the mayfield swivel adapter that connects the mayfield infinity xr2 base unit (a2079) and the head mount broke. The patient's head was thus freely movable and was secured by the bedding orderly to avoid injuries. No serious consequences for the patient were observed. The event led to increased surgery time of 15 minutes.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Failure analysis - the a2079 mayfield base unit was not received for evaluation; however, the swivel adapter part 437a2400m, which is a component of the a2079, was returned and evaluated, but the entire base unit was not. Additionally, the broken screw was confirmed via customer provided pictures. Root cause - the complaint is confirmed via inspection of the unit. The screw of the swivel assembly was broken. Probable root cause includes excessive force and rough handling of the unit. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.